Event description:
It was reported that pump experienced malfunction with code malf 12 on 04/18/2026, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy. Technical support planned to replace the pump.